Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low valproic acid (vpa) results and qc drift intermittently generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory, and corrected. There was no effect to the patients or to the users. The patient treatments were not impacted.

Manufacturer narrative:
Qc shows a pattern of low drift, which is corrected by recalibration. When the qc fails, the cartridge is re-calibrated or replaced, and previously run patient samples are rerun. Qa reviewed the qc, which showed a pattern of degradation, which could be due to reagent handling or an instrument issue. Service is working with the customer to investigate the problem. A definitive root cause has not been determined for this event.